Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with high ketone levels; cause was not known. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Assistance was required in administering a manual insulin injection and in changing the pump supplies to address bg. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.